Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were multiple cartridges leaking at the luer lock. The customer's blood glucose (bg) level was as high as around 300 mg/dl and it was addressed with a correction bolus via the pump. Reportedly, the customer changed the infusion set and bg level was under control at 163 mg/dl.